Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, an arthrex subsidiary employee reported via email that an ar-3770sp hybrid knee fibertak anchor (knotless and knotted), self-punching 2.6 mm experienced an issue during an lhb procedure on (B)(6) 2026. A pilot hole was drilled through the guide. During anchor insertion, misalignment with the pilot hole occurred, resulting in shaft bending and breaking the anchor tip. The broken tip was removed, and no retained fragments were identified in the patient. The procedure was completed using a replacement ar-3770sp hybrid knee fibertak anchor. No significant procedural delay, no additional anesthesia time, and no patient harm were reported.